Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the heartstart xl defibrillator indicating that, during the defibrillation process, the electrocardiogram parameters were not displayed, and the nurses immediately replaced another defibrillator to treat the patient. Monitor/defibrillators are life-saving devices, therefore the inability to monitor ECG will be considered a serious injury due to the serious deterioration of health that may result from a delay to monitor.

Event description:
Philips received a complaint on the heartstart xl indicating that the ECG parameters were not displayed. Device was used on a patient at the time of event. However, there was no harm or injury reported to philips. Monitor/defibrillators are life-saving devices, therefore the inability to monitor ECG will be considered a serious injury due to the serious deterioration of health that may result from a delay to monitor.

Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) with an investigation documented by philips complaint handling. Analysis was performed by customer only. Based on the results of the analysis provided by customer, the reported problem was able to be confirmed. The reported problem was determined to be due to an ECG lead trunk cable failure. The root cause of the cable failure could not be determined. The issue was resolved by replacing ECG lead trunk cable and the product is back in service. Based on the information available and results of additional analysis, no further action is necessary at this time.